Event description:
It was reported that there was a warning on the right ventricular (rv) lead for low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Auto lead diagnostics with the last 60 weeks of data shows an average ventricular lead impedance of 245 ohms. Concomitant medical products: 4524-53 lead, implanted (B)(6) 1996. (B)(4).